Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the pocket site. It was also noted that the patient had inadequate pain relief. The patient underwent a revision procedure wherein the ipg was moved to the lower hip. The patient was doing well postoperatively.